Event description:
Erred studies sent to av qc via error processing plugin are not marked with an exception. The erred study will not be archived and the end user will not be made aware that the study contains an error. Emageon's engineering team is investigating the root cause of this issue.

Manufacturer narrative:
Add'l info will be provided when investigation is complete.